Event description:
Caller reported a cartridge alarm 20, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Cts confirmed that the caller had already loaded a new cartridge, and the caller successfully resumed insulin therapy. Resolution achieved as the issue was resolved.